Event description:
Boston scientific received information from the patient that with the original implant, the physician had forgotten to connect the lead wires to the device. This resulted in another surgery. There was also report of a possible lead fracture on one of the leads. The patient reports a prickling or arching feeling of electricity near where the leads go into the device. Technical services advised the patient to follow up with their physician for further explanation. Further information provided by the field noted that all lead measurements and defibrillation threshold testing the day of the implant were normal. Seven months later, the patient was seen again in clinic with noted >2000 ohms on the atrial lead and later reported a threshold issue as well. The physician has elected to program the atrial lead off for now. Also of importance, it was reported that this patient had mistakenly whacked their ICD with the back of a hammer while working on a roof.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.